Event description:
A valiant captivia was implanted during an endovascular procedure for the repair of a thoracic aortic aneurysm.  It was reported the stent graft used during the procedure had exceeded it's shelf life. As per the physician the cause of the event cannot be determined.  No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.